Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding rtt loss on incident date related to the complaint. A receiver functional test was performed and passed all relevant testing. The receiver case was opened for an interior inspection and passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver shut down unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver shutting down unexpectedly could not be determined. A root cause could not be determined.